Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and an upward trend in pacing impedance. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead and an alert for high/undefined pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.